Manufacturer narrative:
Pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had battery issue and batteries were not lasting. It was reported that insulin pump showed low battery and replace battery now alarms in the alarm history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.